Event description:
Facility alleges inflation bladder of bp cuff popped while technician was taken a pt's blood pressure. Tech reported ringing in ears (via stethescope). Sent to ER for evaluation. Currently under care of ent dr. Reports pain off and on in both ears. He reported hearing loss.(taken from user facility report)